Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 555 mg/dl and trace ketones. The cause was unknown, however customer believes the cartridge, or non-tandem infusion set was the cause; however this could not be confirmed. Bg was addressed via a correction bolus, and a supply change. The customer was instructed to consult with healthcare provider regarding bg level.